Event description:
This rv lead was implanted on (B)(6) 2005 and was explanted on (B)(6) 2013 due to exposed lead conductors by coils. This lead is also under recall status. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).